Manufacturer narrative:
A company service rep examined the sys and was able to confirm the reported error. The supervisor was replaced and the part was disposed of on site. The sys was then tested and met all product specs. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a sys message multiple times during a procedure. The sys messages could not be cleared with reboot. The sys was switched out and the cases were completed. There was no pt impact reported.